Event description:
It was thought to be a mobile application issue that had caused the loss of bluetooth telemetry. No issue was determined on the implantable cardioverter defibrillator.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.